Manufacturer narrative:
Follow-up # 1 date of submission 10/27/2016. Device evaluation: the device has been returned and evaluated by product analysis on 10/05/2016 with the following findings: during testing, the pump was powered on and emitted a cs 069 call service alarm during the rewind step of the investigation. The call service alarm was recorded in the black box data as a cs 087 failure, indicating a language file corruption due to a failed u39 component on the printed circuit board. Unrelated to the initial complaint, it was observed that the battery compartment was cracked.

Manufacturer narrative:
The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging a call service 069 alarm issue. There was no reported adverse event associated with this complaint. This is reportable as the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.